Event description:
It was reported that the battery voltage of the device may be depleting too rapidly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in the save to disk file (B)(4) shows a minimum battery equal to 2.83 to 2.674 volts between (B)(6) 2011 and (B)(6) 2012, and this is before device recommended replacement time (rrt) which is less than or equal to 2.6251 volt.

Event description:
It was reported that the battery voltage of the device may be depleting too rapidly. It was later reported that the device may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation, was analyzed, and no anomalies were found. Performance data collected from the device was analyzed. The weekly battery voltage trend data in the save to disk file (B)(4) shows a minimum battery equal to 2.83 to 2.674 volts between (B)(4) 2011 and (B)(4) 2012, and this is before device recommended replacement time (rrt) which is less than or equal to 2.6251 volt.